Event description:
It was reported, "that during a ultrasound of the patient's chest region in 2007, it was noted that a 21cm tubular foreign body was in the left pleural cavity. This portion of the suction instrument had been left there during a surgical procedure performed in 2006, 8 months previous on six days after the original date, the patient under went a surgical procedure to remove the object.

Manufacturer narrative:
This report is being filed 10 days after the 30 day deadline due to a filing error. The hard copy was attached to the back of another file and overlooked. Upon this discovery, this MDR is being immediately filed. We were contacted by the va healthcare system, that the outer sheath of the suction device had been left in the patient chest for approx 10 months. They reported that the patient had had effusions in the pleural cavity. They were conducting ultrasound tests in preparation for a second surgery when the suction sheath was visualized. It was subsequently removed during this second surgery. The device was reported to have been discarded. No photo or other information was provided to conmed. We are filing this report based on their identification of the recovered sheath. No other reports of this type have ever been filed previously for this device. No investigation is possible. A CAPA was opened to review the nature of the reported event.